Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during impaction of the precision ps femoral trial component, a portion of the distal aspect of the trial "broke off". The two pieces were identified and removed.